Event description:
It was reported that a percutaneous coronary intervention (pci) was performed for a moderately tortuous, heavily calcified chronic total occlusion (cto) in the segment #2 of the right coronary artery (rca). The lesion was crossed with an asahi gaia next 2 guide wire and an asahi x-treme xt-r guide wire. The guide wire was then exchanged for an asahi sion guide wire and the segment #2 was stented. After post-dilatation of the stent, an unspecified ivus catheter was inserted but could not be advanced. After further ballooning, the ivus revealed well stent apposition. The following angiography showed vessel perforation in the peripheral atrioventricular (av) node branch of the segment #4. Three c-stopper coils (piolax medical devices, inc.) Were then placed and the procedure was completed after confirming that there was no contrast staining. The physician commented that the guide wire might have been pushed against the peripheral #4av when the ivus could not be advanced and this event was attributed to the procedure rather than the device. It was informed that the patient was fine and discharged as scheduled after the procedure.

Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: 3016119728. Although sion is currently us marketed, the subject model is sold only outside the us. Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Asahi guide wires are all inspected for meeting their tip load criteria as part of the production process. All the shipped guide wires are inspected in the production process for no anomaly in product quality including tip load. Based on the obtained information including the comment from the physician, it was presumed that the sion guide wire was forcibly pushed against the vessel wall likely due to the stress generated during delivery of the concomitant ivus over the wire. Consequently, the vessel was perforated. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel. ~ use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunctions and adverse events] ~damage to a vessel, including possible vessel perforation.